Event description:
It was reported that a health care provider (hcp) had issues while interrogating a patient's pump on (B)(6) 2013. The patient reportedly when trying to use their personal therapy manager got a code "a warning sign that's on the top left, the triangle warning sign, with an "x" at the bottom left with a picture of the patient therapy, with an "x" right next to it and then a picture of the pump." It was noted the hcp had not had trouble re-filling the pump, but when interrogating, the pump with the physician programmer, it was noted the hcp too had a problem. The reporter had then moved the telemetry to the outside of the pump instead of right on it and finally was able to perform telemetry. The reporter wondered if the pump could have flipped since it was not communicating with the personal therapy manager either or if the ptm was just not communicating with the pump. The device system had been used to deliver clonidine, bupivacaine and dilaudid. It was later reported the patient would need to have a pocket revision or the pump moved to a new pocket. It was noted the patient was morbidly obese. The revision case was scheduled for (B)(6) 2013. It was later reported a catheter revision was to be performed secondary to a flipped pump. The catheter had twisted and the hcp wanted to revise it. It was noted the patient had no therapy issues. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).